Event description:
An (B)(6) bayer sales manager reported the contour next control readings were sometimes out of range and the contour xt meter would not automatically mark them as a control tests. The control readings will be displayed as a blood results when accessing the meter¿s memory. No adverse event alleged. The control solution was returned for evaluation.

Manufacturer narrative:
Customer and initial reporter information were not provided. The model number was not provided.

Manufacturer narrative:
(B)(4).